Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient lost their underlying rhythm during an implant procedure so the physician implanted this right ventricular (rv) lead in the first location possible. The pocket was closed and the following day the physician did not feel comfortable with the location of the rv lead so additional surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field, the right ventricular (rv) lead was kept by the hospital and will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.